Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had multiple pocket failures. The field service engineer reseated the cubie tray header and used the hardware test application (hta) to eject pockets and remove foil debris. In the application, recovered storage space 248 allowed the station to remove a pocket that did not exist. The fse resolved multiple pocket failures and duplicate address issues and successfully accessed previously failed storage space without further complications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.1 several pockets were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.